Manufacturer narrative:
Follow-up #1: date of submission 07/01/2015. Device evaluation: the device has been returned and evaluated by product analysis on 06/15/2015 with the following findings: a pump reboot event was observed in the black box on 05/17/2015. There was a battery compartment crack observed below the grip pad. There was no evidence of moisture contamination inside the battery compartment. The audio bolus button cover was detached. The pump was exercised for 24 hours with no reboot, loss of power or call service alarms duplicated. A power event was not duplicated during investigation. A leak test showed that there was a leak at the missing bolus button cover. There was no evidence of moisture contamination inside the pump.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that the pump had no power. The reporter stated that the battery compartment was cracked and there was moisture inside. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.